Manufacturer narrative:
The quickie wheelchair is a non-invacare device. The alber e-fix system is an electronic power add-on device, which converts manual wheelchairs into power wheelchairs. The patient's attorney stated that they are currently investigating all potential causes of the incident, which may include defects/malfunctions of the quickie wheelchair or e-fix device; however, a defect/malfunction has not yet been confirmed. Invacare is working with the patient's attorney to schedule a joint inspection. This record is being filed in an abundance of caution due to the potential involvement of the e-fix system. Should additional information become available, a supplemental record will be filed.

Event description:
The patient's attorney alleged that the patient was traveling down the wheelchair ramp outside his apartment complex when the quickie wheelchair, which is equipped with an e-fix system, ceased responding to his control and then locked up, ejecting the patient from the wheelchair. The impact with the ramp allegedly caused the patient to suffer injuries including but not limited to a right shoulder fracture.

Manufacturer narrative:
Invacare was notified that the patient's original lawyer withdrew from representing him before an inspection of the device could performed. Attempts were made to contact the lawyer and obtain the patient's information to contact him directly, but the attempts were unsuccessful. The patient's claim that the wheelchair/e-fix ceased responding to his control and locked up remains unsubstantiated at this time. The patient has retained new legal counsel, and they have agreed to allow an inspection. Once the results of the inspection are available, a supplemental record will be filed.

Event description:
The patient's attorney alleged that the patient was traveling down the wheelchair ramp outside his apartment complex when the quickie wheelchair, which is equipped with an e-fix system, ceased responding to his control and then locked up, ejecting the patient from the wheelchair. The impact with the ramp allegedly caused the patient to suffer injuries including but not limited to a right shoulder fracture.